Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room experiencing complete heart block, and no magnet response could be obtained via the implantable pulse generator (ipg) device, which had reached elective replacement indicator (eri) in 2016. The patient was lost to follow-up. The device was removed and replaced. No further patient complications have been reported as a result of this event.